Manufacturer narrative:
On 9/8/2015, a medtronic field service engineer visited the site. He installed new umbilical (mvs interconnect) cable. This resolved the issue. System performed as intended during all subsequent functional testing. Analysis of suspect cable as follows: confirmed reported problem "frame rate error." Mvs interface cable failed continuity test between lemo pin 4 and yellow side connector pin 2. Cable also failed the gbit test and the 100t test. Faulty cable. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the o-arm displayed a 'frame rate error' during a spinal fusion. The site discontinued use of the o-arm and navigation. The surgery was completed with a c-arm instead. No harm to patient.